Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 42 mg/dl. The customer's spouse stated that she is a pharmacist and is treating blood glucose to raise his blood glucose. The customer's spouse stated that she wil call back to troubleshoot, she is treating for low blood glucose. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.